Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted during a mid urethral sling procedure on (B)(6) 2016. According to the complainant, post procedure, the patient experienced urinary retention. On (B)(6) 2016, the physician cut the sling to release the tension. After the revision procedure, the patient reported a little urinary retention the first night, but this has since resolved and the patient is reported to be currently continent.